Event description:
The information provided by the distributor indicates: hospital name and dr: (B)(6), date of surgery: unk, body part to which device was applied: unk, event description: per tm, the compression mechanism was jammed in travel. Would not seat or move. A replacement device was immediately available to complete the surgery (doctor used larger nail). The event led to a clinically relevant increase of the surgical procedure time (1 hour prolongation). The tm mentioned that a stress fracture occurred when the doctor was inserting the larger nail. (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of 18 nails. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this device code. Technical evaluation: the technical evaluation on the returned device is currently on going. Medical evaluation. The information available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently ongoing and will be finalized once the results of the technical evaluation will be available. Manufacturer comments: orthofix (B)(4) has requested further information on the event such as pt diagnosis; date of surgery; pt information (age, sex, weight, height); pt current health condition; confirmation on what mentioned by the tm (stress fracture occurred when the doctor was inserting the larger nail); copies of the operative report and copies of the pre and post operative xrays to finalize the medical evaluation. Unfortunately, this information has not yet been made available. As soon as further information will available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.